Event description:
It was reported that the 2-prong glenosphere impactor/inserter holder fractured when attempting to be impacted into place with a metal mallet on an unknown date. No patient consequences have been reported as a result of the malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) g2: foreign - the event occurred in canada the customer has not indicated that the product will be returned to zimmer biomet for investigation, as the product location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.